Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97792, lot# n488158, implanted: (B)(6) 2015, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the trial results were "fantastic" but since the actual implant they had not been able to get the same results. There had been a lack of benefit. It was confirmed by a doctor and others that the percutaneous leads moved, but it was unknown when it was confirmed or when the event occurred. However, another doctor said the leads did not move when presented with x-ray. A manufacturing representative (rep) reported that the patient had a system revision on (B)(6) 2015. The leads were removed and a surgical lead was placed. The implantable neurostimulator (ins) was moved from the buttock to abdomen per surgeon's preference. Since the ins was moved there, there was still fluid over the ins, providing difficult charging. It was noted that the patient had a history of spinal pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.